Event description:
Reporter stated having seen er1 message 'at least a dozen times.' She felt that she had checked the confirmation dot and found it to be blue, but didn't remember how dark a blue, or having checked it against the color chart on the vial. She stated that she may have been 'high' during the periods of the er1 messages, and said she had had "blurred vision and felt dizzy." She reported that since getting the new meter she has not seen any blood glucose results over 300 mg/dl. Said she controls her sugar with food and exercise--no medication," and that she never had a problem with getting enough blood or with using the test strip.